Event description:
A micro perforation with the atrial lead was reported. It was noted that a medtronic stylet was used throughout the procedure. The lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.